Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. The customer stated the usb cable was damaged. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer. Although confirmation was requested as to whether or not the cable resolved the reported charging issue, it was unable to be confirmed.

Manufacturer narrative:
Additional information was received on 9/4/2016 that the customer was able to successfully charge the pump with the replacement usb cable.